Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the loss of image was because massive stress was applied to bending section. As a result, the charged coupled device-cable contacted with skeleton rings, causing breakage of charged coupled device-cable. The root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: "inspection of the endoscopic system-¦ inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. Observe the palm of your hand in the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. Adjust the brightness level as appropriate. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Turn the angulation control levers slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (no image) was confirmed. The image would disappear when the bending section was angulated. In addition, service found the wires on the bending section were broken and frayed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the subject device was not displaying an image. The reported issue occurred during an unspecified procedure. The intended procedure was successfully completed using another device, with a delay of a few minutes. There was no patient or user injury reported due to the event.